Manufacturer narrative:
Investigation summary: guidance provided to normalize the abnormal curve with sample dilution. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting atypical curve formation in sars assay causing a sample to result as positive though the threshold (CT) value shows it as negative. It is unknown whether the samples was confirmed via another method or symptomatic status of patient.